Event description:
Reporter stated that patient's capillary blood glucose was measured, using the suspect device, with a result of 530 mg/dl. A venous sample, obtained from the same patient, reportedly measured 237 mg/dl in the facility's lab. Reporter noted that patient's therapy was not modified based on the value obtained on the suspect product. Reporter did not indicate if quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shippped.